Event description:
One year follow up noted what appeared to be a type iii endoleak between the first and second stent bodies on the contralateral limb. The physician stated that it looked like either a suture had popped or a piece of calcified plaque had torn the fabric. An iliac leg graft was placed in the area of the leak and it was resolved.